Event description:
Dexcom was made aware on 03/21/2024, that on 03/12/2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with blisters under entire patch area, which occurred an unspecified day after the sensor had been inserted in the abdomen. The reaction was treated with a prescription of an oral unspecified antibiotics and topical aloe. At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).